Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received case series named "ankle arthrodesis case series of the stryker axsos 3 ti ankle fusion system" that contains collected data on the usage and the outcomes of axsos 3 ti ankle fusion system. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: one patient had a periprosthetic fracture the day of surgery after jumping out of her vehicle. The patient had an open reduction and internal fixation of the fracture the but arthrodesis construct was stable and went on to heal uneventfully at 6 weeks after the primary arthrodesis.